Manufacturer narrative:
Device eval: smiths medical has rec'd the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a f/u report detailing the results of the eval once it is completed.

Event description:
A report was rec'd that alleges that during use of the listed device on a pt, the clinician was unable to infuse air into the cuff. Replacement was required. No incident related medical sequela was reported.